Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was programmed incorrectly with the dose programmed as 14.8 ml. It was reported that the prescribed dose was 14 ml. No adverse patient effects were reported.

Manufacturer narrative:
Other, additional information was received indicating the md worked with the specialty pharmacy to make sure the programming was correct before the pump was used on the patient. There were no other issues reported.